Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating the device was "reading an e6 error, which indicates an overheating warning for the device". The device was being used in a spine surgery. This resulted in a 3-5 minute delay in surgery for the device to be swapped out with another sc2100 console. No injuries or medical intervention was reported. There was no additional information provided.